Manufacturer narrative:
The customer was advised that the breast shields are made out of a polypropylene food grade material. Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2017, the customer alleged that approximately 2-1/2 years ago she had an allergic reaction to the 24mm, 27mm and 36mm breast shields she was using with her pump in style breast pump, for which she was mis-diagnosed and prescribed antibiotics and antifungals. She currently called to inquire about what the shields are made of so that she can find a new pump in the event that she needs to use a pump to provide breast milk for her second child.